Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent delivery system filled proximal to the delivery balloon and appeared oversized. The stent delivery system was deflated without difficulty and the case was completed successfully. Reportedly no pt injury occurred.